Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The treatment report shows one successfully completed treatment without interruption. According to the information in complaint the cables of the system and circuit boards was reconnected. The root cause is bad connection of the system cable for unknown reason. There is no indication the system malfunctioned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported losing eye tracking during surgery which caused the operation to stop. The operation was successfully completed after the insertion and restart of equipment cables and circuit boards. The patient was seen in follow up and the results were good with no harm to patient. No additional information available.